Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found foreign matter inside the bd q-syte¿ luer access split-septum stand-alone device when opening the package. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis per review of the dhrs it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Review of the dhrs disclosed no indication of the alleged defect, as there was two non-related qns initiated for lot 7039544 and no reject activity findings throughout the build of these lots that would impact upon the quality of the product as stated in the pir. No significant discoveries were found. Visual analysis observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: confirmation of the alleged defect stated in the product incident report could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the alleged defect stated in the pir. This incident is indeterminate.